Event description:
This case was reported via regulatory authority (B)(4) on 26-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain ") in a female patient who received essure (batch no. E24129). The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), headache ("daily headaches"), alopecia ("hair loss"), fatigue ("fatigue") and colitis ("inflammation of colon") with abdominal distension. In (B)(6) 2016, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). Steps for essure removal were underway. Essure treatment was not changed. At the time of the report, the abdominal pain, headache, alopecia, fatigue, menopause, colitis and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, headache, alopecia, fatigue, menopause, colitis and allergy to metals with essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and three months later had abdominal pain. Steps for essure removal were underway. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, consumer also had colitis which could be an alternative explanation for the abdominal pain. However, given the nature of this event and positive temporal relationship, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product technical analysis is expected.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-mar-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 938 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: expiration date: 28-aug-2018 production date: 19-aug-2015. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and three months later had abdominal pain. Steps for essure removal were underway. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, consumer also had colitis which could be an alternative explanation for the abdominal pain. However, given the nature of this event and positive temporal relationship, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.